Event description:
A facility representative reported that an implantable collamer lens (icl) was implanted upside down. The lens was removed and replaced. The problem was resolved. Cause of the event was reported as the device. There were no patient injuries.

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).